Event description:
It was reported that pre-programed setting were used on a pump module for vancomycin 1750mg in 500ml over 180 minutes. The reporter came back in 30 minutes to check on the patient and they noticed that more vancomycin was gone than what the pump module was set for. The reporter stopped the infusion, checked the patient and there were no signs of phlebitis or infiltration. The reporter then had the charge nurse check the settings and the pump. The pump setting were: rate 167ml/h, vtbi 393.3 ml, time left 02h 21mins dose 1750mg [concentration] 3.5mg/ml. When investigating, it was found that the pump was letting down small bolus's of vancomycin. The patient received approximately 300 ml of the vancomycin in 30mins. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that pre-programed setting were used on a pump module for vancomycin 1750mg in 500ml over 180 minutes. The reporter came back in 30 minutes to check on the patient and they noticed that more vancomycin was gone than what the pump module was set for. The reporter stopped the infusion, checked the patient and there were no signs of phlebitis or infiltration. The reporter then had the charge nurse check the settings and the pump. The pump setting were: rate 167ml/h, vtbi 393.3 ml, time left 02h 21mins dose 1750mg [concentration] 3.5mg/ml. When investigating, it was found that the pump was letting down small bolus's of vancomycin. The patient received approximately 300 ml of the vancomycin in 30mins. There was patient involvement but no harm.